Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a l5-s1 psf procedure the instrument would not engage properly. The end of the screwdriver shaft became bent while in use. A like product was used to proceed; there was no delay in the procedure and no adverse event reported. This is report 1 of 1 for (B)(4).